Event description:
As reported, this 69-year-old male patient had an initial right total hip arthroplasty on (B)(6) 2011. The patient was revised on (B)(6) 2022 due to severe osteolysis which created a large defect in the acetabulum. The surgeon elected to use competitor¿s revision cup for repair. The reported event is not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported. No additional information.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to patient conditions as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Concomitant medical products:¿ 120-65-35 ,bone screw 6.5mm dia x 35mm long, 1825867, 138-36-29 , acumatch gxl 15 deg +5 lat liner 36mm sz j, 1086673, 142-36-00 ,cocr fem head 36mm +0 offset 12/14, 1976793, 160-21-15 ,p-fit spline plas ex-off sz 15, 1756674. Correction removal number: z-1728-2022.